Event description:
Additional information was received that the proximal section of the pipeline did not open. It was noted that the tortuosity was not severe. Additional steps taken to attempt to open the pipeline was re-sheathing and deploying.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within shipping box; within a resealable plastic biohazard pouch; within an opened pipeline flex w/ shield outer carton and within two resealable plastic pouches. The already deployed pipeline flex w/ shield pusher was returned within the phenom-27 micro catheter hub. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip, or marker bands. No damages or irregularities were found with the pipeline flex w/ shield proximal pusher. The hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, pad restraint or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Once removed from the hub, both braid ends were found fully opened, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~168.8cm and the usable length was measured to be ~162.2cm, which is within specification (specification: total (ref) = 166.5cm, usable = 160cm ± 5cm). The micro catheter was cut to remove the pipeline flex w/ shield braid. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open proximal (flex)¿ could not be confirmed as the braid fully opened when removed from the micro catheter. Possible causes of failure to open during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. Customer reported patient vessel tortuosity as normal. There was no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. The pusher hypotube was found stretched, indicative of retracting the device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unknown healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report regarding a pipeline that failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left ic-cs. With a max diameter of 23 mm and a 7 mm neck diameter. The landing zone was 3.5 mm distally and 3.75 mm proximally. It was noted the patient's vessel tortuosity was normal. It is unknown if dual antiplatelet treatment was administered. Post operative findings related to blood flow contrast showed the contrastagent stagnated in the aneurysm. It was reported that during the pipeline placement, the mc marker came in front of the proximal marker, but it was not released. It was resheathed with a microcatheter and performed deployment operation again, or the ped could not be released. When the product was replaced, it was deployed and could be released without any problems. The preparation was performed as per the package insert. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f shuttle sheath, guide catheter rfx058-115-08 lot: b343242, and microcatheter fg15160-0615-1s lot: 22 4496055.